Event description:
Litigation alleges that patient suffers from pain, lack of mobility, metallosis, and loosening.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update**(B)(4) 2013 - pfs and sticker sheet received. Part/lot was provided. The doi and dor were provided. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original compliant.- litigation alleges that patient suffers from pain, lack of mobility, metallosis, and loosening. Doi: (B)(6) 2010- dor: none reported (unknown side). **update**10/7/2013- pfs and sticker sheet received. Part/lot was provided. The doi and dor were provided. **update: additional litigation papers received 2/27/14. Litigation alleges discomfort. Affected side has also been provided. Doi: (B)(6) 2008- dor: (B)(6) 2013 (unknown side). The devices associated with this report were not returned. A complaint database search found additional complaints against the 2493132 lot code. Per wi-3430, revision c, a review of the device history records is no longer required for this product. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.